Event description:
It was reported that the balloon of a large volume infusor ruptured during infusion. The device had been filled with 5100mg fluorouracil in 230ml dextrose and infusion was to last for 48 hours; however, after half way through infusion the balloon ruptured. The patient reported that they had felt wetness on their pants after the incident. The patient flushed their skin and no reaction was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 3, 2013 to september 4, 2013. Evaluation summary: the device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the interior surface of the reservoir near the line of rupture. The cause of the condition was unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.